Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: unknown, g2: citation: authors: stephan neidhart,oona kohnen,lennart stieglitz ,lukas imbach. Directional deep brain stimulation of the centromedian thalamic nucleus reduces dbs-induced ataxia and dysarthria in lennox-gastaut syndrome: a single case study. Clinical neurophysiology practice 2024. Doi: 10.1016/j.cnp.2024.08.001 earliest date of publication used for date of event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding directional deep brain stimulation of the centromedian thalamic nucleus reduces dbs-induced ataxia and dysarthria in lennox-gastaut syndrome: a single case study. The following medtronic devices were used: b3300533 sensight lead and b35200 percept pulse generator. Reported event: a 46-year-old male with lennox-gastaut syndrome of unknown etiology and drug-resistant epilepsy with axial tonic seizures, epileptic spasms and atypical absences was implanted with a bilateral dbs directional lead system with 8 contacts connected to an implantable neurostimulator (ins). Before surgery, the patient presented with pre-existing dysarthria and ataxia without signs of other focal neurological deficits. Since implantation, the patient demonstrated pronounced ataxic dysarthria and bilateral cerebellar ataxia. A CT scan on postoperative day six revealed a 8 x 6 mm intracerebral hemorrhage adjacent to the left dbs electrode, 1.8 cm after intracerebral entry. After gradual increasing of the stimulation amplitude, on postoperative day 70, the patient exhibited progressive ataxia and dysarthria significantly beyond the level seen before surgery. During this time, bilateral monopolar stimulation (contact 1 and 9) with 145 hz, 90 lsec and 2.15 ma was delivered. Resolution of the hemorrhage and edema was expected (and confirmed in a further CT). They therefore considered a stimulation-induced adverse effect. 75 days post-implantation, off-testing with deactivation of dbs-stimulation was performed, which resulted in improved ataxia and dysarthria. Subsequent on-testing with stimulation of more superior electrode contacts (2 and 10) resulted in exacerbation of ataxia and dysarthria, further substantiating the hypothesis of a simulation-induced effect. They then pursued a medial-directional stimulation approach with contacts 2b, 2c, 10a, 10b and initial simulation amplitude 1.00 ma, 125 hz, 90 lsec. The patient subsequently again demonstrated pronounced improvements in dysarthria and ataxia. Stimulation amplitude was incrementally increased to 2.1 ma. Before brain MRI 245 days post operation, dbs was again deactivated, which again coincided with improvement of dysarthria. Imaging revealed a proper on-target placement of the dbs electrodes without evidence of hemorrhage. Contact 9b was deactivated due to high impedances (0.9 ma, 90 lsec, 145 hz). With subjective aggravation of dysarthria under 1.0 ma, they employed a probatory paradigm using the deepest contacts (0 <(>&<)> 8) with stimulation amplitude 0.9 ma. They assumed no residual stimulation side effects with this stimulation setting. 7 months later, electrode contacts 1b, 1c and 9a were again stimulated with bilateral amplitudes now up to 1.8 ma without aggravation of dysarthria/ataxia, but clear reemerging dysarthria/ataxia at 2.1 ma amplitude. Electrographically, the patient habitually demonstrated two ictal patterns in long-term eeg recordings. It was speculated that the adverse effect may be due to functional alteration of corticobulbar or cerebellothalamic pathways by inadvertent vim co-stimulation.

Event description:
Additional information was received reporting that the cause of the high impedance was unclear and might be the consequence of repeated head trauma as a result of falls. The higher impedance was accepted and the lead was deactivated at the time. Monopolar testing of the lead 9b revealed impedances at 4'396 ((B)(6) 2023), 19'574 ((B)(6) 2023), 23'572 ((B)(6) 2023), 23'212 (B)(6) 2023), 18'559 ((B)(6) 2023); the most recent test carried out ((B)(6) 2024) showed lead 9b to have an impedance of 8'315 (again monopolar). At the time of this report, the dbs system is still activated and the patient is still being treated with bilateral deep brain stimulation to the centromedian thalamic nucleus.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300533 lot# serial# unknown implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.